Event description:
(B)(6) opened the wheelchair, but it was not completely unfolded. (B)(6) sat in the wheelchair seat but his right hand was underneath the partially unfolded seat. (B)(6)'s right ring and pinky finger got smashed when he plopped into the unfolded seat. (B)(6)'s finger was caught in between the seat and the mechanism that connects the seat to the chair. Reason for use: assistance with ambulation. (B)(6) was taken to the emergency dept via ems transport. (B)(6) had an open reduction and internal fixation done to his right ring and pinky fingers.